Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a current fill estimate of 18 units instead of the expected 142 units. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer not to overfill the cartridge and customer loaded a new cartridge to resolve the issue.